Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pc was created to capture the event: (B)(4) medical records ad on (B)(6) 2022 (2) these records contain a series of clinic visits with a pain management physician. The notes detail patient¿s ongoing back and knee pain and antalgic gait prior to and after the left knee revision that occurred on (B)(6) 2019.on (B)(6) 2018: a genicular nerve block was attempted but there was ¿bone in the way¿ and the nerve could not be accessed. Pain continued to be managed by oral pain medication.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device h10 additional narrative: